Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 53 mg/dl were recorded by continuous glucose monitor (cgm) from 11:32:24 am to 11:57:24 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated. A tubing fill of size 14.2 units was observed on (B)(6) 2019 at 7:21:47 am, approximately 4 hours prior to the low bg. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure. Correction: h4

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 36 mg/dl and food was consumed to address low bg. Customer did not know cause of low bg. As event occurred in the past, recommendation was made for customer to discuss event with their healthcare provider.